Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultraeasy meter would not power on. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 4x daily and manages her diabetes with ¿insuman comb 25¿ insulin. The alleged issue began on the early morning of (B)(6) 2013. It is not known if the patient made changes to her usual management routine at the time of the alleged issue. The patient alleged she did not have another device to continue testing. The patient claimed she developed low blood glucose symptoms of sweating and dizziness. The patient drank lemonade, coca-cola and ate 2 sandwiches as treatment. The patient was reportedly taken to a clinic that same afternoon. The patient alleged she was ¿checked out in the clinic and 2 photos were made.¿ the patient denied receiving any additional treatment. The patient was sent home by 6pm that same day. At the time of troubleshooting, the cca was informed the subject meter "fell in water." Replacement product was sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.